Event description:
It was reported that the device displayed a "connect cable" message when a therapy cable was connected via the therapy connector. The device was failing to detect the therapy cable connection and unable to provide defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio-control evaluated the removed therapy connector assembly at the failure analysis center and determined the cause for the malfunction to be a broken low voltage pin(1) that was stuck in the mating connector.